Event description:
It was reported to resmed (B)(4) that the power cord of the astral device had an exposed wire. There was no report of device malfunction or patient harm. Ref MFR#: 3004604967-2015-00085.